Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant. The analyst commented that the helix is slightly bent, which likely contributed to the retraction issue. Blood is visible on the helix. (B)(4)

Event description:
It was reported that during the implant procedure the helix of the right ventricular (rv) lead was partially extended while the lead was being inserted through the introducer. It was noted that the insertion was tight using that size introducer. The lead was removed and a new lead was implanted using a larger introducer. No patient complications have been reported as a result of this event.